Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number :(B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had air leakage which occurred in the loop and the equipment was temporarily disabled. Customer withdraws the machine has been used as a backup machine, waiting for testing equipment, there was no patient harm reported .

Manufacturer narrative:
Due to character restriction e1 is (B)(6). A getinge representative was not dispatched to evaluate the unit . On-site inspection found that the fault was a security disk problem and new parts needed to be replaced. The customer has decided not to repair the machine at present. If additional information becomes available a supplemental report will be submitted.

Event description:
N/a.